Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an incisional hernia repair surgery on (B)(6) 2010 and mesh was implanted. Additional information was reported that the patient had removal surgery on (B)(6) 2016. The surgeon noted ¿a mesh fistula was encountered and an extensive lysis of adhesions was performed. Circumferentially, there was an area where the small bowel was completely necrotic and where two areas of small bowel were necrotic and opposed right next to the mesh. ¿the surgeon was able to dissect out the intestine. It was further reported ¿this dissection took a while, as the intestine was adherent to the patient¿s mesh and she had very large pieces of synthetic mesh on her abdominal wall. The mobilized area of intestine was necrotic. Once they delineated the area of the bowel that was extremely dilated and involved with this mesh fistula, after the mesh fistula was taken down. Portions of the patient¿s fascia appeared to be very necrotic, very thin and involved with this mesh. The mesh that was inside her abdomen was completely resected. ¿it was reported that the patient experienced infection, fistula, scarring, bowel obstruction, organ damage, revision surgeries, adhesions, lysis of adhesions, severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and stress and anxiety. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 8/26/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 8/18/2020. Additional narrative: it was reported that the patient experienced hernia recurrence following surgery. Mwr-18082020-0000786581 submitted for adverse event which occurred on (B)(6) 2015. Mwr-18082020-0000786578 submitted for adverse event which occurred on (B)(6) 2016.